Event description:
Related manufacturing ref: 3005334138-2024-00353, 3008452825-2024-00488. During an atrial fibrillation procedure, the transseptal needle with stylet went through the introducer during transseptal puncture. The introducer was exchanged, however the same issue occurred. The procedure was then cancelled due to a thrombus noted in the left atrium. The thrombus was not present prior to the procedure. The physicians considered it a medical condition of the patient. The patient's neurological status was checked, and everything was stable at the end of the procedure. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been punctured. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown. The cause of the brk needle insertion difficulties is consistent with the incorrect use of the device.